Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about three weeks after implant that the patient presented in the emergency room with phrenic nerve stimulation. An x-ray revealed the patient's right ventricular (rv) lead had dislodged which was also evidenced by high pacing thresholds and undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.